Event description:
Report received from (B)(6) stating that the device has "debris in sterile package" issue. The device was not being used during surgery. It is unknown if there was nay injury or medical intervention which occurred. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).